Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased sensing and hv lead impedance were observed. It was later noted that the patient received inappropriate therapy, due to emi. Suspected lead anomaly. The lead remains implanted.